Event description:
It was reported that the user, while eating, was unsure if a meal had been announced; after data sync, the agent confirmed no announcement had been logged and the user then announced the meal. The user reported elevated blood glucose, including a reading of 246 mg/dl after breakfast and a contemporaneous value of 143 mg/dl, and expressed difficulty with the ilet learning their needs, with documented infrequent meal announcements over the prior two weeks. Symptoms included hyperglycemia. Outcomes included the need for education and additional training. Investigation included review of device data and the user¿s report, as well as counseling on correct meal announcement practices. Investigation of this case revealed use-related factors, specifically missed or delayed meal announcements, contributing to postprandial hyperglycemia, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and adherence factors related to meal announcement timing and consistency.